Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the recharging issues has not been determined as the recharger was not available at the time of the appointment. No surgery is currently scheduled, and no type of surgery has been decided upon. It is unknown when this information will be available as the patient is exploring other treatment options. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient woke up one morning and the device had lost all of its charge, despite that it was charged the night before. Since then, the recharger would show a charge in the generator, but when he went to use the device, it would not have a charge. The patient stated it took 12 hours to charge the device and he was charging every 2 days. The patient has not been able to turn the device on since the second week of (B)(6) 2018. The rep attempted to interrogate the device on (B)(6) 2018 and the device was discharged. Surgical intervention was planned, but not yet scheduled. No further complications were reported.